Event description:
Information was received indicating that the level 1 trauma fast flow systems - h-1200 did not correctly interpret an accessory switch and alarmed that the accessory is not attached. There was no patient involved.

Manufacturer narrative:
Additional information: h6, h10. Correction: b3. Device evaluation: one smiths medical level 1 trauma fast flow system was returned for analysis in a good condition. Visual inspection was performed and indicated that the main printed circuit board (pcb) block 2 microswitch was broken. During analysis, the reported problem was able to be duplicated. Broken main pcb microswitch was the cause of the reported issue. Service replaced the main pcb to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.